Event description:
The customer stated she went to the emergency room for high blood glucose levels over 500 mg/dl. The customer stated she has been under a lot of stress recently and the stress has also contributed to high blood glucose levels. The customer stated, she changed the infusion set two times prior to the hospitalization. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test but the tubing clamp was not available to perform the high pressure test. In addition, the customer stated that the reservoir compartment was damaged because she was in a car accident.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.